Event description:
Instrument failure/revision surgery - the inserter/extractor stem was attached to the original stem in the patient. The surgeon lightly tapped the inserter/extractor stem with the mallet and the top of the impaction plate broke off. He could not unthread the instrument from the stem; he had to remove the entire stem with inserter/extractor stem still attached.

Manufacturer narrative:
The reason for this product complaint was to report the top of the impaciton plate breaking off while the surgeon was tapping the insert/extractor stem with a mallot. The surgeon had to remove the entire stem with the inserter/extractor stem still attached because he or she could not unthread the instrument from the stem. The healthcare professional indicated this event occurred during surgery near the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. There was no risk to the patient and the instrument was inspected prior to surgery and was found to be acceptable. The device was returned to djo surgical for examination on 20 mar 2015. Visual examination of the returned handle, femoral stem inserter confirmed the strike plate has broken off. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument IFU 0400-0146 "recommendations for the care and handling for djo surgical instruments. The instrument was not lot number controlled; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. The handle, femoral stem inserter is shown to be @ rev. A; therefore, it may have been in service for almost 20 yrs. Surgical instrument(s) condition can be determined while being used for its intended purpose. The replacement of surgical instrument due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. This event is associated with instrument usage, not a design or manufacturing issue.